Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up and down keys were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. All the buttons were responsive to user presses. The keypad cover was removed and there was no damage observed. Unrelated to the original complaint, when the pump powered on, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.